Manufacturer narrative:
This ICD will be returned to boston scientific for laboratory analysis. At this time there is no additional information. This investigation will be updated should further information be provided.

Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, cognis/teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Upon removal of device, beeping tones were heard, and this implantable cardioverter defibrillator (ICD) delivered shocks. After interrogation was performed, it was observed that safety mode was turned on. It was also noted the associated left ventricular (lv) lead had an insulation fracture. There were no additional adverse effects reported.